Event description:
It was reported that the patient presented for an implant procedure. It was noted that the screws on the pacemaker did not tightened. The pacemaker was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of the setscrew cannot be tightened was not confirmed. Insufficient product was returned hence analysis on the setscrew problem could not be performed. The setscrew was removed in the field and not returned for analysis.